Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product.

Event description:
It was reported that inadvertent deployment occurred. An eluvia was selected for a lower limb angioplasty in the superficial femoral artery (sfa). The physician gained femoral access into the moderately tortuous and severely calcified sfa. The lesion was 55mm long with a vessel diameter of 6mm and was 90% stenosed. The lesion progressive and the shape was eccentric. The lesion was pre-dilated with a 6x60 balloon and after, the lesion was 80% stenosed. During preparation, the eluvia was purged and the standard zipwire .035x260 was introduced with the locking mechanism still in place. When the guidewire was introduced, it was noted that the first two struts of the stent were deployed. The locking device was still intact and the quick release system was not touched either. The physician placed the stent on the table and removed the locking system and began to deploy the stent to verify that deployment was working well. The procedure was completed with a different device and the issue was resolved. The patient condition post procedure was stable.

Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 02:30 pm CT. The report number is being corrected from: 2134265-2018-64427 to: 2134265-2018-63581.

Event description:
It was reported that inadvertent deployment occurred. An eluvia was selected for a lower limb angioplasty in the superficial femoral artery (sfa). The physician gained femoral access into the moderately tortuous and severely calcified sfa. The lesion was 55mm long with a vessel diameter of 6mm and was 90% stenosed. The lesion progressive and the shape was eccentric. The lesion was pre-dilated with a 6x60 balloon and after, the lesion was 80% stenosed. During preparation, the eluvia was purged and the standard zipwire .035x260 was introduced with the locking mechanism still in place. When the guidewire was introduced, it was noted that the first two struts of the stent were deployed. The locking device was still intact and the quick release system was not touched either. The physician placed the stent on the table and removed the locking system and began to deploy the stent to verify that deployment was working well. The procedure was completed with a different device and the issue was resolved. The patient condition post procedure was stable. Returned product consisted of an eluvia self-expanding stent system from batch 21078396. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks along the outer sheath, middle sheath and inner liner. The stent was returned in the device and partially deployed 29mm from the distal end of the middle sheath. The blue handle was pulled 20mm out. The device was functionally tested by rotating the thumbwheel and the stent started to deploy. The device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities.